Event description:
It was reported that the implantable cardiac monitor (icm) had asystole detections with undersensing of r-waves and reduced r-wave gains. The icm remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported the device was explanted and replaced by an implantable pulse generator (ipg).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).